Manufacturer narrative:
(B)(4). (B)(6). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to remove the patient line connector from the organizer and attach the new flexicap or opticap disconnect cap to the patient line connector. The guide provides step-by-step instructions for properly conducting an emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient did not cap the patient line when disconnecting from the homechoice automated set with cassette. This occurred while the patient was disconnecting from the device during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.